Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Unable to performed the displacement test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were on vacation and went into the ocean with the insulin pump on. There was liquid in the screen. Customer's blood glucose level was 5.8 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.